Manufacturer narrative:
The initial complaint did not include information to indicate the guide tip catheter was missing the blue tip. The device eval performed upon receipt of the device confirmed the blue tip was separated from the guide catheter. The returned guide catheter was noted to have missing blue tip. Per affiliate rep, there was no piece of the blue tip left inside the pt body. It is suspected that the damage could be the result of excessively aggressive use by the surgeon beyond what was designed into the device. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(4) 2013, of an international event that occurred on (B)(6) 2013, during a sinus surgical case when acclarent balloon dilation technology was used. After the placement of the guide catheter in pt maxillary ostium, the doctor realized that the tip of the guide catheter was torn. She replaced with a new catheter to continue. There was no tip detachment occurred based on the information provided. Acclarent received the returned catheter on 07/242013, and investigated on 07/25/2013. The returned guide catheter was noted to have missing blue tip. There are no other defects observed on the returned device.